Event description:
The customer was feeling shaky and sweaty and very tired. They took normal medications and tested blood glucose and received a result of 340mg/dl. Five minutes later the customer passed out. Paramedics were called and they tested the customer (result unknown). The customer was given and unknown type of pill and taken to the hosp and admitted. The customer began taking insulin after visiting the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.